Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the patient kept getting low glucose alerts with cgm values ranging from the 50's down to 40's. The patient kept eating in an attempt to raise her blood sugar. However, despite eating her cgm was reading "low" and she experienced vomiting. The patient did not perform any bg check nor perform any treatment for her symptoms. The patient¿s daughter called for an ambulance. When the ambulance came, they took the patient to the hospital. At the ER, her bg was measuring at 825 mg/dl while the cgm was "low". The patient was treated with IV medication (the patient was unable to recall). The patient was admitted due to dka and was discharged after 4 days. During the call, the patient reported feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
D4: serial number - correction. H2: correction.